Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the blood began backing up into the tubing during an infusion of fluid flush after chemotherapy. The rn then noticed a small amount of fluid on the floor and on further inspection, a crack was observed on the tubing. The set was then disconnected from the patient and all tubings were changed. Although requested, additional information was not provided.